Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9,h2,h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, no problem was detected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image. The issue was found during set up, inspection for use. There were no reports of patient harm.